Manufacturer narrative:
Qc was within established ranges prior to and after the event. A service visit was set up but cancelled by the customer since the customer believed that the instrument was operating within specifications and that the event was caused by operator error. The other 3 patients involved in this event treated with potassium are documented in the following mdrs: 2050012-2011-05760, 2050012-2011-07827, 2050012-2011-07828. All other patient results (not treated based on the results) are documented in MDR#2050012-2011-07825.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron clinical system for 47 patient samples. The customer also perceived that the potassium (k) results were low. The results were reported outside of the laboratory and 4 patients were treated with potassium based upon the initial k result obtained. The samples were repeated and results were amended. Bec reviewed the customer supplied data and the difference in the results for all k samples was within the precision claims of the assay. Na results exceeded assay precision claims. This report documents patient 2 of 4 involved in this event treated with potassium. This patient was treated with 30meq oral potassium.